Event description:
It was reported that a pump has a constant system error 105 at start up. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.